Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "a left side deflation". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat wear abrasion, and yellow particle inside the device . Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify sharp opening in the anterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a opening sharp in the posterior side assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported "a left side deflation". Device has been explanted.